Event description:
Medtronic received information that 36 months post implant of this bioprosthetic valve, the valve was explanted due to calcification and stenosis on two of the valve leaflets. Peak gradient 54 mmhg and mean gradient of 33mmhg. Device return for analysis has been requested.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, all leaflets were discolored, possibly due to the solution the valve was placed in p ost-explant. The stent posts were slightly distorted. The non-coronary and left cusps were stiff due to host tissue on the outflow. The right cusp was stiff but slightly flexible, except where host tissue extended on the inflow. The free margin of the left cusp was adhered to the host tissue on the outflow. Small tears observed along the inflow margin of attachment of the left and right cusps appeared to be associated with the removal of host tissue. All commissures were intact. A remnant of brown, discolored pannus remained attached to the sewing ring on the inflow adjacent to the right cusp, covering the tissue and base stitching, extending 1.0 to 3.5 mm onto the inflow, resulting in a possible reduced inflow orifice area. A small remnant of discolored pannus was noted in the left right inferior coaptive area. Pannus remained attached to the existing sewing ring on the outflow, the outflow rail adjacent to the right and non-coronary cusps, and the top of the left right stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Soft, brown thrombotic host tissue filled and stiffened the non-coronary and left cusps on the outflow. A hole or puncture was noted in the host tissue that filled the left cusp. Soft, brown thrombotic-appearing host tissue thinly lined the coaptive ridges of all cusps to the point of coaptation. Radiography showed no evidence of mineralization in the valve or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the reported stenosis on the two leaflets was most likely caused by thrombus formation. Although a conclusive cause of the thrombus could not be determined, it is a known failure mode for bioprosthetic heart valves and is generally considered a patient-related condition.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The return of the device has been requested. Conclusion: device history review is in process, once the review is complete a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the stent posts appeared slightly distorted. The non-coronary and left cusps were stiff due to host tissue on the outflow. The right cusp was stiff but slightly flexible except where host tissue extended on the inflow. The free margin of the left cusp was adhered to the host tissue on the outflow. Small tears observed along the inflow margin of attachment of the left and right cusps appeared to be associated with the removal of host tissue. All commissures were intact. A remnant of brown, discolored pannus remained attached to the sewing ring on the inflow adjacent to the right cusp, covering the tissue and base stitching, extending 1 to 3.5 mm onto the inflow , resulting in a possible reduced inflow orifice area. A small remnant of discolored pannus was noted in the left right inferior coaptive area. Pannus remained attached to the existing sewing ring on the outflow, the outflow rail adjacent to the right and non-coronary cusps, and the top of the left right stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Soft, brown thrombotic host tissue filled and stiffened the non-coronary and left cusps on the outflow. A hole or puncture was noted in the host tissue that filled the left cusp. Soft, brown thrombotic-appearing host tissue thinly lined the coaptive ridges of all cusps to the point of coaptation. Radiography showed no evidence of mineralization in the valve or host tissue. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.